Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the suture was not attached. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using the proglide device with a 6fr sheath after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. The physician has been trained in the use of the proglide device. No additional information was provided.